Event description:
In 2005 - pt underwent mesh implant. In 2009 - pt was diagnosed with an intra-abdominal abscess, and then developed an enterocutaneous fistula. In 2009 - pt underwent mesh explant procedure/hernia revision, where surgeon noted an alleged broken ring. Three bowel perforations were noted near the area of the alleged broken ring.

Manufacturer narrative:
During follow-up with user facility, it was reported that additional info would not be made available to davol. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.